Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and no issue was detected. (B)(4). Concomitant medical products: other relevant device(s) are: product ID: 9735737, version: 1.3.2 . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a cranial biopsy. It was reported that the surgeon was performing a revision biopsy and questioned the accuracy of the needle in the brain stem. The surgeon performed the procedure using prior burr hole and plan, merging a new computed tomography (CT) onto it. He achieved good registration, with estimated accuracy at target of 0.7mm, lined it up and locked the trajectory. He then swapped to electromagnetic (em), where they also registered, and dropped the stylet into the biopsy cannula because he wanted to check the accuracy with tip tracking. However, because the stylet did not go the full length of the cannula, he measured the difference in length of the outer cannula of the biopsy needle and the stylet. 97.7mm was the target depth given by the software, which was the same as the prior procedure, but the surgeon claimed that it was not deep enough by 7mm. He then advanced that much further and had a successful biopsy recovered. The surgeon claimed that without that adjustment, the needle would have been just at the border of the lesion. He also claimed that while the biopsy needle was being tracked, it was showing him as being inaccurate but when he adjusted for that difference, he got the sample he wanted. There was no surgical delay and no impact on the patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.